Manufacturer narrative:
Device evaluated by manufacturer: during product analysis it was observed that the spring tip was bent and stretched. Product analysis confirmed reported event of "guidewire kinked, guidewire difficult to remove, guidewire burr stuck on wire". Media attached to the complaint shows a bent on the spring tip.

Event description:
It was reported that the rotapro burr and rotawire guidewire became stuck in the lesion, the driveshaft broke requiring additional intervention. The target lesion was located in the severely calcified and tortuous mid right coronary artery (rca). A 1.25mm rotapro and rotawire were selected for use. During the procedure, difficulty was noted when advancing burr in guide catheter (non bsc). Burring of the rca in the old stent was initiated, however a stall was noted and the rotapro burr and rotawire became stuck in the rca mid part lesion. During ablation of the lesion after approximately 2 min of total run time, it was noted that the device broke at the connection between the driveshaft and the proximal end of the burr as there was no movement of burr when the advancer was moved. Multiple attempts and methods were done to remove the entrapped rotapro burr. Secondary access was also attempted, and snares were used, but resolution was not successful. The rotapro was cut off with scissors distal to handshake connection. A non bsc guide extension was placed over the broken rotapro driveshaft and catheter. A buddy wire was inserted beyond the trapped rotapro burr. A 2.00mm balloon was placed over the buddy wire, inflated at the ostium, then deflated and immediately advanced to the guide extension. The guide extension was positioned proximal to the broken burr. Another balloon, inflated at low (6atm) pressure, was placed over the buddy wire to pull the burr into the guide extension. The combined use of the buddy wire, balloons, and guide extension allowed for the safe removal of the broken burr, removing all devices in one unit. The procedure was completed and the entirety of the procedure lasted almost four hours. The patient was fully recovered.

Event description:
It was reported that the rotapro burr and rotawire guidewire became stuck in the lesion, the driveshaft broke requiring additional intervention. The target lesion was located in the severely calcified and tortuous mid right coronary artery (rca). A 1.25mm rotapro and rotawire were selected for use. During the procedure, difficulty was noted when advancing burr in guide catheter (non bsc). Burring of the rca in the old stent was initiated, however a stall was noted and the rotapro burr and rotawire became stuck in the rca mid part lesion. During ablation of the lesion after approximately 2 min of total run time, it was noted that the device broke at the connection between the driveshaft and the proximal end of the burr as there was no movement of burr when the advancer was moved. Multiple attempts and methods were done to remove the entrapped rotapro burr. Secondary access was also attempted, and snares were used, but resolution was not successful. The rotapro was cut off with scissors distal to handshake connection. A non bsc guide extension was placed over the broken rotapro driveshaft and catheter. A buddy wire was inserted beyond the trapped rotapro burr. A 2.00mm balloon was placed over the buddy wire, inflated at the ostium, then deflated and immediately advanced to the guide extension. The guide extension was positioned proximal to the broken burr. Another balloon, inflated at low (6atm) pressure, was placed over the buddy wire to pull the burr into the guide extension. The combined use of the buddy wire, balloons, and guide extension allowed for the safe removal of the broken burr, removing all devices in one unit. The procedure was completed and the entirety of the procedure lasted almost four hours. The patient was fully recovered.